Manufacturer narrative:
A supplemental report will be submitted upon completion of clinical and plant investigations.

Event description:
The spouse of a peritoneal dialysis patient who had been on dialysis for eight months called on (B)(6) 2015 and reported drain line complications and the presence of fibrin. Medical records provided by the patient's treatment facility note the patient attempted unsuccessfully to use alka-seltzer to relieve the pain. The presence of fibrin in his peritoneal fluid, slow draining, along with increased abdominal pain, fever and chills prompted his visit to the emergency room. The patient was admitted on (B)(6) 2015. The patient was found to have a dysfunctional catheter that was treated with instilling tpa. The patient also had hyperkalemia which was felt to be a complication of his dialysis treatment. Hypocalcemia was also found and the patient was put on electrolyte protocol. The patient was treated with fortaz and vancomycin. The patient was discharged on (B)(6) 2015.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification. The peritoneal dialysis (pd) nurse stated that the initial culture results were not conclusive to confirm peritonitis. The pd nurse also stated that the patient had mentioned not properly cleaning his prep area before treatment but rather just placed a towel down to handle the solutions and tubing allowing for a touch contamination to potentially occur. There is no allegation of malfunction. It cannot be concluded that (B)(4) products did not or did contribute to the event. Catheter could have been blocked secondary to peritonitis which could have been caused by any number of things such as breach of aseptic technique. There is nothing in medical records to say if (B)(4) products contributed to this peritonitis.